Event description:
Legal counsel for the patient alleges that patient underwent total hip arthroplasty and reports patient allegations of personal injury. Review of invoice history confirms the hip arthroplasty procedure occurred on (B)(6) 2009 and a subsequent revision on (B)(6) 2010 due to alleged pain. No further information has been provided to date. Additional information received in patient medical records indicates that the revision procedure that took place on (B)(6) 2010, was due to necrotic debris and soft tissue necrosis. The operative notes confirm that the modular head and taper adapter were removed and replaced. Subsequently, patient was revised on (B)(6) 2011 due to dislocation and instability. The operative notes confirm that the modular head, liner and acetabular cup were removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 2 of 4 mdrs filed for the same event (reference 1825034-2012-02306 and 2013-03365 / 03367).